Manufacturer narrative:
The correct analysis results are now attached. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data was analysed. The pacing threshold test, performed on the (B)(6) 2019 showed a measurement of 5.5 v @ 0.4 ms. Furthermore the pacing impedance trend curve demonstrated a gradual increase from 2300 ohms in (B)(6) 2019 to 2700 ohms in (B)(6) 2019. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - this lead was capped and replaced on (B)(6) 2019 due to rising impedances and high thresholds.